Event description:
I got photorefractive keratectomy (prk) (no flap lasik). Worst decision of my life. The place I went did not inform me of the risks. Any side effects were supposedly temporary. I have so many side effects that while not debilitating are certainly annoying as (profanity). I have starbursts, halos, light sensitivity, visual snow, tons of floaters that weren't there before, dry eyes (this one is way worse than it sounds). I have had headaches, eye pain, my eyes just don't work correctly anymore. I can see, but its like looking through a dirty car windshield that you can't clean. They did not inform me that I was going to permanently lose my bowman's layer which provides some functions to the eye. If I could give up my arm or leg to get my eyes back, I would do it in a heartbeat. I realize that there is no fix, which means I have to deal with this crap for the rest of my life, but hopefully I can make a difference and keep other people from making the same mistake. When I first got it done, I would wake up every 1-2 hours, use drops and eye ointment for bed. Nothing would help. I had to go on sleeping medication for awhile to finally get around 3-4 hrs at a time of sleep. Luckily my dry eyes don't keep me from sleeping as much anymore, but they are just miserable and uncomfortable.